Manufacturer narrative:
Aspen surgical received a report from the distributor that the product was torn on the pouch. The actual device was returned for evaluation. The manufacturing lot number was also provided for review. Analysis of the finished good lot number 128242 was reviewed. No non-conformance's were noted during the manufacturing process. A review of the samples confirmed that a tear was present on the product. However, during the part review, a crease was noted on the film side that correlated to the tear. The tear occurred outside of the seal area of the pouch which would have occurred after the pouch had been created at aspen surgical. Therefore the root cause of the torn product could not be determined. Additionally, the IFU which is received with the product, along with the pouch label, identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Additionally, production supervisors were notified of this issue during the daily update meetings. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a bioclusive pouch had a tare in the packaging. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint (B)(4).